Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2 was not opening. A field service engineer (fse) identified that the main full-height drawer 2 failed to open. Physical inspection confirmed that the latch magnet was missing. The defective latch was removed and replaced with a new unit. Following the hardware replacement, the med application did not launch automatically upon startup. The customer support center (csc) was contacted and performed the knowledge article titled medapplication not launching automatically; station at blue screen and updated the component manager. The csc rebooted the station twice from within the application and verified that the device auto launched as expected. The fse recovered the drawer, and the customer validated that the device was functioning correctly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 failed to open; recovery of storage space was attempted, but there was no response, and the system displayed a requires maintenance message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.